Manufacturer narrative:
The compressor mini was reported with low pressure alarm. Service technician confirmed that the internal tubing and the drainage valve was in need for replacement. The information in the complaint does not confirm these parts to have been replaced. Multiple attempts to receive more information has been made but with no answer. Since the complaint is missing information, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. (B)(4).